Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer failed due to the cubie pocket. The field service engineer was able to resolve the issue by replacing new cubie into station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie failure. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.